Manufacturer narrative:
On 23 june 2016 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the posterior "clipping" features of the insert have been plastically deformed and damaged in both the medial and the lateral side. The bottom surface of the insert presents some dents and scratches. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not well positioned posteriorly. In particular the posterior clipping features were not engaged in the dedicated seats of the baseplate. In this condition the insert was pushed proximally-posteriorly to be clipped and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related. On 30 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 02 may 2016. Lot 155438: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented size 3 left, code 02.07.1203l, lot. 156420 (k090988), (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
During a primary knee surgery, the surgeon could not get the tibial insert to seat properly. There are no x-rays. The insert will be returned.